Event description:
Event verbatim [preferred term] burn badly [thermal burn] , arms were discolored, itching, and patches in spots all over my arms [skin discolouration] , arms were discolored, itching, and patches in spots all over my arms [pruritus] , arms were discolored, itching, and patches in spots all over my arms [rash macular] , . Case narrative:this is a spontaneous report from a contactable consumer received by pfizer via us FDA (report number: mw5081642). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via topical from 2017 (reported as "(B)(6) 2017") to 2017 (reported as "(B)(6) 2017") for aching muscles. The patient medical history and concomitant medications were not reported. The patient reported "I purchased 6 different kinds of patches; 1 for my lower back, upper back, my arms, I applied the thermacare patches to both my arms while at work after 20-30 mins the begin to burn badly on (B)(6) 2017, so I went to the bathroom at work and removed. The nurse over me told me to wash my arms off. The next day (B)(6) 2017) my arms were discolored, itching, and patches in spots all over my arms for months". Report type was reported as serious injury. The action taken for the product was permanently withdrawn in 2017. The events outcome was unknown. As of (B)(6) 2019, according to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation. Amendment: this follow-up report is being submitted to amend previously reported information: to upgrade the events "burn badly" and "my arms were discolored, itching, and patches in spots all over my arms for months" to serious and reportable. Amendment: this follow-up report is being submitted to amend previously reported information: in event tab, additional seriousness criterion "medically significant" added for all the reported events. Follow-up (08feb2019): new information received from the product quality complaint group includes investigational results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation.

Event description:
Event verbatim [preferred term] burn badly [thermal burn] , arms were discolored, itching, and patches in spots all over my arms [skin discolouration] , arms were discolored, itching, and patches in spots all over my arms [pruritus], arms were discolored, itching, and patches in spots all over my arms [rash macular]. Case narrative: this is a spontaneous report from a contactable consumer received by pfizer via us FDA (report number: mw5081642). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via topical from 2017 (reported as "(B)(6) 2017") to 2017 (reported as "(B)(6) 2017") for aching muscles. The patient medical history and concomitant medications were not reported. The patient reported "I purchased 6 different kinds of patches; 1 for my lower back, upper back, my arms, I applied the therma care patches to both my arms while at work after 20-30 mins the begin to burn badly on (B)(6) 2017, so I went to the bathroom at work and removed. The nurse over me told me to wash my arms off. The next day ((B)(6) 2017,) my arms were discolored, itching, and patches in spots all over my arms for months". Report type is reported as serious injury. The action taken for the product was permanently withdrawn in 2017. The events outcome was unknown. Amendment: this follow-up report is being submitted to amend previously reported information: to upgrade the events "burn badly" and "my arms were discolored, itching, and patches in spots all over my arms for months" to serious and reportable.

Event description:
Burn badly [thermal burn], arms were discolored, itching, and patches in spots all over my arms [skin discolouration], arms were discolored, itching, and patches in spots all over my arms [pruritus], arms were discolored, itching, and patches in spots all over my arms [rash macular]. Case narrative: this is a spontaneous report from a contactable consumer received by pfizer via us FDA (report number: mw5081642). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via topical from 2017 (reported as "(B)(6) 2017") to 2017 (reported as "(B)(6) 2017") for aching muscles. The patient medical history and concomitant medications were not reported. The patient reported "I purchased 6 different kinds of patches; 1 for my lower back, upper back, my arms, I applied the thermacare patches to both my arms while at work after 20-30 mins the begin to burn badly on (B)(6) 2017, so I went to the bathroom at work and removed. The nurse over me told me to wash my arms off. The next day ((B)(6) 2017,) my arms were discolored, itching, and patches in spots all over my arms for months". Report type is reported as serious injury. The action taken for the product was permanently withdrawn in 2017. The events outcome was unknown. Amendment: this follow-up report is being submitted to amend previously reported information: to upgrade the events "burn badly" and "my arms were discolored, itching, and patches in spots all over my arms for months" to serious and reportable. Amendment: this follow-up report is being submitted to amend previously reported information: in event tab, additional seriousness criterion "medically significant" added for all the reported events.